Event description:
It was reported that there was a loudspeaker error message. It is not known if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
It was reported that there was a loudspeaker error message. It is not clear if the device could produce sound at this time. It is not known if the device was used for patient monitoring at the time of the alleged malfunction. No adverse event involving a patient or user was reported.